Event description:
An implantable pulse generator (ipg) system was returned from an unknown source indicating the device system was removed for cremation. Information identified in the manufacture¿s database indicated the patient died approximately 4 months post implant of the ipg system. Follow up with the funeral home revealed the cause of death was respiratory failure due to multi-organ failure and sepsis. The source of the sepsis was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual summary analysis of the lead was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).